Event description:
The product is defective. The lead was placed into the atrium and the helix broken. The physician was unable to screw in or unscrew the lead. As a result, the lead was removed and a new lead was used.